Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient met with manufacturer representative at the hcp¿s office a couple of weeks ago who checked the device. It was determined that the device was at end of life (eol) and just needed to be replaced. No malfunction was suspected but consumer was not sure, though the device was implanted in 2005. The patient was to follow-up with the hcp but had to go to the hospital for health issues not related to the devices. Once the patient returns from the hospital, they were to call the hcp again and determine the next steps to replace the device. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient. It was reported that the patient¿s device hasn¿t been working properly for a couple of years, and the patient has not been able to use it. It was reviewed that if the battery is not dead, then it can be reprogrammed. The patient was to follow up with their healthcare provider. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.